Event description:
IV solution was spraying out of the air valve of the IV drip chamber on the IV tubing during infusion. This type of event has not been reported to the risk management office before: we believe this is an isolated event.